Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The endoscope was found to have a damaged attached endoscope adapter (aea) or friction issue. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted hysterectomy- benign surgical procedure, the image orientation was suddenly inverted while using the 30 degree endoscope plus. The operating room (or) team switched to another 30 degree endoscope plus; however, the image orientation issue did not resolve. The or team pressed the emergency stop button. Intuitive surgical inc. (Isi) technical support engineer (tse) instructed the caller (nurse) to reseat the sterile adapter and install the scope on another universal surgical manipulator (usm). After doing so, the caller indicated the issue persisted. The tse instructed the caller through a series of troubleshooting steps (reboot the system including emergency power off and turning the circuit breaker, rotate the endoscope base until the correct orientation was displayed on the screen, and press the clutch button on the usm that was holding the endoscope and to reinstall it again) but without success. When asked if noises were heard or felt variable friction while rotating the scope, the caller confirmed there was not and clarified it was not easy to rotate it. Since the or team did not have a third endoscope to use, the surgeon decided to convert to laparoscopic surgery. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.